Event description:
The report received from the study indicated that during the index procedure, while post-dilating, the pt had a neurological deficit reported. The patient was reported to have dysarthria and right hemiparesis and was diagnosed with a stroke (ischemic). The patient was reported to be symptomatic with a gradual onset of symptoms. The event was reported to be unrelated to a cordis product and was related to the procedure. The patient did not suffer visual field loss, and recovery was partial, minor residual. The patient was discharged eleven days after the procedure.

Manufacturer narrative:
The target lesion for the procedure was the left internal carotid artery. The lesion was reported to be: 27 mm in length, reference diameter of 6.7 mm, a 71% diameter stenosis, mild, concentric, eccentric, and ulcerated, and l5 (proximal). An angioguard protection device was put in place. The lesion was not pre-dilated. A precise 8 x 40 mm stent was deployed without any reported problem. The residual stenosis was 10%. The product is not available for evaluation and testing. Clinical impression: the patient was enrolled and treated in the study in 2008 with a precise stent to the left internal carotid artery. During post dilatation, the patient experienced a neurological event of dysarthria and right hemiparesis and was diagnosed with a stroke. The onset was gradual and the patient recovered with minor residual. The event was documented as not related to the cordis product; however, related to the index procedure. The patient's nih stroke scale score was a three with a score of one at baseline. The patient was symptomatic during the index procedure. The precise stent was implanted without any malfunction or adverse events to the patient. The angioguard was successfully deployed and retrieved without any technical problems or adverse event to the patient. There is no documentation if the lesion was pre-dilated. The lesion was mildly calcified. There was no chronic total occlusion documented. The patient left the angiography suite with neurological deficit. The patient was discharged the following month, with a nih stroke scale score of 4 and a score of 3. The device remains implanted in the patient and is not available for inspection. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance. The patient's medical history includes clinical copd, cardiac arrhythmia, abnormal stress test, CABG, coronary artery disease, myocardial infarction, and hypertension. The patient's high-risk criteria include post radiation treatment and abnormal stress test. Stroke is a well-known potential complication of this type of procedure and is listed in the IFU as such. Factors that may have influenced the event include patient (extensive medical history), procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event. This is one of two products used during the same procedure. Please reference MFR report # 1016427-2008-00159. Please note that this is the initial/final report for this product.